Manufacturer narrative:
This spontaneous case was reported by a health professional, and describes the occurrence of abdominal pain lower ('stabbing pain on both sides of the lower abdomen'). In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter commented: essure lot number was unknown. Two essure samples were on way to manufacturer. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('stabbing pain on both sides of the lower abdomen') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter commented: essure lot number was unknown. Two essure samples were on way to manufacturer. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.